Event description:
It was reported that pump screen turned grey after pump was dropped, although no visible cracks were seen, and display issue prevented customer from interacting with pump and reading pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place pump in storage mode and return it using prepaid label, and advised customer to reenter pump settings, reconnect continuous glucose monitor, and select appropriate setup option on replacement pump.